Event description:
It was reported port-a-cath tubing leaking fluids and not infusing, causing blood to backup from the insertion site. The infusion was stopped and disconnected and pac de-accessed immediately. It seems the leak occurred between the last segment of the pac tubing, but before the blue plastic and connection to the cap. This did affect the patient to avoid line clotting and caused trauma given that the young patient only had lidocaine a few minutes before to absorb. There was a delay in medication delivery as well given re-access and priming new lines.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.